Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's lead was showing high impedance. There were attempts made by the company representative to resolve the issue but the patient reported the stimulation continued to auto reduce. Surgical intervention may be taken to address the issue.